Manufacturer narrative:
The investigation for access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding is determined to be anti-coagulation management. The heparin was stopped, and the patient healed later. H6 component code added the following have been reported incorrectly or missing from manufacturer device report: in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8-should have been left blank.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 45-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support as a bridge to transplant. During support, heparin was stopped due to the patient experiencing lots of oozing from the impella access site. The patient remained on impella support for 19 days and was weaned successfully.